Event description:
A patient experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 89 compared to the labs 67mg/dl. Tests were done within 5 minutes. Patient was fasting, tested within 5 minutes of the venous blood draw. Patient's blood sample was from the arm near the area where the venous blood was draw. Patient did not experience any adverse events. No further information has been reported.